Event description:
On 03/19/1999, the facility's operating room materials management informed the manufacturer's sales representative of the following: the locking mechanism of the device did not function properly. As a result another device (different lot#) was obtained however, the locking mechanism did not function properly on the second device. This report concerns the first device. No further details were provided.